Event description:
It was reported that the patient was not getting adequate relief from therapy. The ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.